Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Non manufacturer defect.

Event description:
The head section has a crack in the bar that goes across the bed. The tubing.